Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead fracture that cause loss of captured, noise and high impedance out of range that was confirmed via fluoroscopy shot and venogram. A new lead was implanted. No additional adverse patient effects were reported.